Event description:
Device was being utilized during a "tips" procedure. Tip of sheath was in right atrium and upon advancement of a 5 french catheter, the radiopaque band came off. The band went into the distal pulmonary tree. No attempt was made to retrieve. Pt has not sustained any adverse effect from this event.